Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
During a service evaluation at the manufacturer facility, the manufacturer service technician observed the front housing separated from the motor housing of the device. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
During a service evaluation at the manufacturer facility, the manufacturer service technician observed the front housing separated from the motor housing of the device. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.